Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6), and a penumbra system aspiration pump max 220 (pump max). During the procedure, the physician delivered the sep6 and the cat6 to the target location. Before completing the first pass, the physician removed the sep6. Upon removal, the physician noticed that the sep6 bulb had broken off from the pusher wire. Subsequently, the physician confirmed under fluoroscopy that the sep6 bulb was broken off in the target vessel, just above the bifurcation. Therefore, the sep6 was no longer used in the procedure. No attempts were made to remove the sep6 bulb from the patient''s vessel. The cat6 and the pump max were also no longer used in the procedure; however, no issue was reported. The procedure was completed using an arterial embolectomy catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 08 aug 23: 1. Section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device could not be traced and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6), and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician delivered the sep6 and the cat6 to the target location. Before completing the first pass, the physician removed the sep6. Upon removal, the physician noticed that the sep6 bulb had broken off from the pusher wire. Subsequently, the physician confirmed under fluoroscopy that the sep6 bulb was broken off in the target vessel, just above the bifurcation. Therefore, the sep6 was no longer used in the procedure. No attempts were made to remove the sep6 bulb from the patient's vessel. The cat6 and the pump max were also no longer used in the procedure; however, no issue was reported. The procedure was completed using an arterial embolectomy catheter. There was no report of an adverse effect to the patient.